Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient¿s comorbidities were unknown. The care team reported red urine. Additional contributing factors included a markedly elevated partial thromboplastin time (ptt) greater than 400. The pump was explanted and the patient survived to explant. The reported hematuria is consistent with hemolysis-associated findings and may be influenced by the underlying ami/cgs physiology, severe hemodynamic instability, markedly elevated anticoagulation levels (ptt >400), renal dysfunction, and potential device-position¿related factors.

Manufacturer narrative:
This follow up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. As no device is available, device evaluation could not be performed. No additional information impacting the previously reported device return status is available at this time.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.